Manufacturer narrative:
UDI - (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the device electric motor was not functional. It was further observed that the small battery drive device overheated and was drawing excessive current. It was determined that the cause for the dc-motor to overheat was likely due to excessive force during use. The replaced dc-motor was taken apart and debris build-up was observed on a portion of the commutators. Closer inspection revealed that the debris build-up was from melted plastic support material from under the commutators. The debris build-up interfered with the electrical conduction between the dc-motor brushes and commutators. The melted plastic was due to the motor overheating during use from excessive force. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device and small battery drive device casing were used together and had no power. It was noted that two different batteries were used with the same result. During in-house engineering evaluation it was observed that the small battery drive device electric motor was not functional. It was further observed that the small battery drive device overheated and was drawing excessive current. The event was not reported to have occurred during a surgical procedure. It was not reported if there was any delay to a planned surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.